Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was cracked at the reservoir chamber. The blood glucose reading was 528 mg/dl. The customer treated with manual injection. The insulin pump was not replaced and the customer had reverted to an old insulin pump and had a backup plan.